Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having 10-12 low flow alarms per day for a couple of weeks. Log files were sent for review. The event log file contained low flow estimates as well as sustained low flow hazard events. The periodic log file also showed a decreasing trend in estimated flow. These flow readings did not appear to be the result of any external equipment malfunction. There were no unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log file. Based on the data visible to in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Outflow graft stenting was completed in the catheter lab resulting in increased flow. No complications were reported.